Event description:
Additional information from the physician: some days after coil treatment the patient died due to bleeding at the end of the procedure.

Event description:
The physician used a 0.016" terumo guide wire and a 6f envoy guide catheter to place the px400 micro catheter in the aneurysm. The physician then placed three coils and then looked at images of the aneurysm and vessels from different angles/prospects. Some mintues later they saw some bleeding and a dissection a few centimeters proximal to the aneurysm. The catheter was not repositioned during the case when advancing the coils. At that point the procedure was 2.5 hours long and the bleed had not been noticed until late in the case. The physician decided to remove the third coil before detaching it then began to administer a drug and place a stent to stop the bleed. The patient was moved to neurosurgery. The physician did not have additional information but has expressed a desire to continue using the system. This event is not an extraordinary issue in the physician's mind and not attributable to the coil system. Arterial dissections are documented and treatable complications associated with neuro-interventional procedures. Based on the description of the event during the procedure, it is unclear how and when the dissection occurred and a root-cause would be difficult to identify.

Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Device not available for return.